Event description:
It was reported that patient presented in-clinic for follow up, and post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Patient was asymptomatic. Programming changes were made and resolved the issue.